Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported by the charge nurse that a patient was noted to be in some respiratory distress. It was alleged that upon closer examination of the closed circuit suction system, it had snapped across the suction catheter and migrated into the patient's trachea. The patient was not injured. The device was cut to allow it to be removed during the incident. It was noted by the nurse that the break occurred at the '16' mark on the catheter. The device had been in use for two days, for treatment of pneumococcal pneumonia.

Manufacturer narrative:
The device history record for m5103t312 was reviewed and the product was produced according to product specifications. One used sample without original packaging was received for evaluation. The device was received fractured in several areas. Under 50x magnification, the fractured area at the 26cm mark was determined to be jagged. The complaint is confirmed, with a root cause of manufacturing related. The investigation into the manufacturing process was performed and an opportunity for improvement within the process was identified. Actions will be taken in order to achieve such improvement and prevent reoccurrence of failure mode. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.

Event description:
Per additional information received, the nurse had allegedly attempted to pull out the broken catheter without breaking the plastic cover, but it was not possible, so the plastic cover had to be cut. During the event, the patient's heart rate dropped to around 25bpm with pauses and was peri-arrest. The ventilator was reconnected with a normal catheter mount and the patient's heart rate returned to normal. One hundred percent oxygen was provided throughout the event. Once the patient had settled, a new closed circuit suction set was put on.